Manufacturer narrative:
A review of the device history records could not be performed because the device associated with this event was not returned nor was a valid lot code provided. A review of the complaint databases could not be performed because the device associated with this event was not returned nor was a valid lot code provided. Visual, dimensional and functional analysis could not be performed as the device was not returned. The event was confirmed by the doctor's patient history notes. The root cause could not be determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that in two cases, the patients experienced post-operative persistent temporal hollowing (pth) with our pmma cci implants. Surgeon stated that this is a relatively common occurrence after cranioplasty (estimated by surgeon around 10%) where the soft tissue will either atrophy or alter from the pre-operative state and cause a cosmetic deformity compared to the contralateral side. There was no functional issue with the patient other than the asymmetry from a cosmetic perspective, but both requested a second surgery to correct the deformity and the surgeon being a plastic surgeon, is very aware of the aesthetic results.

Event description:
It was reported that in two cases, the patients experienced post-operative persistent temporal hollowing (pth) with our pmma cci implants. Surgeon stated that this is a relatively common occurrence after cranioplasty (estimated by surgeon around 10%) where the soft tissue will either atrophy or alter from the pre-operative state and cause a cosmetic deformity compared to the contralateral side. There was no functional issue with the patient other than the asymmetry from a cosmetic perspective, but both requested a second surgery to correct the deformity and the surgeon being a plastic surgeon, is very aware of the aesthetic results.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device remains implanted.